Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting high out of range pacing impedance measurements. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting high out of range pacing impedance measurements. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 265 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.